Event description:
The hcp reports a patient experiencing paralysis, and the tip of the catheter breaking off after attempting to place the catheter in the intrathecal space. The hcp tried to implant the catheter. Several attempts were made to puncture the intrathecal space and insert the catheter, but due to anatomic circumstances, it was not possible to place the catheter. The hcp decided to stop the implant and pull the catheter out. After extraction, it was noted the catheter had lost the tip. X-rays were performed and verified the tip was in place. No pump system was implanted. It is unclear if the tip was retrieved or if it was left in place. Postoperatively, the patient showed paralysis symptoms due to manipulation during the procedure. The patient was hospitalized for 2 weeks and treated for their symptoms. No specific treatments were reported. The patient receovered from the paralysis, but was still experiencing pain due to the failure of the pump to be implanted.